Manufacturer narrative:
(B)(4) it was reported that the patient did not calibrate according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: a. Do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. B. Do not calibrate if the glucose reading error symbol shows in the status area. C. Do not calibrate if the out of range symbol shows in the status area.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. Patient did not calibrate properly. No additional patient or event information is available.